Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture of both implants. Device remains implanted. This relates to the left side.

Event description:
Patient later reported MRI examination which revealed no ruptures and was diagnosed with capsular contracture, baker grade iii and late seroma. Device remains implanted. This relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6a, g2, g4, h6. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: seroma-late and capsular contracture, baker grade iii.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.